Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h4 and h16 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Visual inspection was performed upon received condition of the device; noted the device was returned in the original packaging. The packaging was already opened upon receipt. The device was returned with the jaws closed and the latch on mode was position towards the lock. The distal end was observed under a microscope and mq identified no signs of dried foreign material. The insulation of the legs were examined and mq confirmed there were no cuts and tears. No abnormalities on the flare of the device. The shaft has no signs of dents or bends. The jaw symmetry is balanced and the mesh appears good. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the halo pks cutting forceps,5mm/33cm had the sterile packing compromised upon delivery. There was no patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.